Event description:
It was reported that the pt had generator replacement surgery due to the generator having "failed" and being "broken" per the surgeon's notes. However, the company rep reported that the surgeon told him that the generator replacement was due to eos=yes. The product was received by the MFR, and the return product form listed the reason for explant as the device "failed" and was "broken" with eri-unknown. F/u with the surgeon's office revealed that the generator is suspected to have "failed" due to the pt having an increase in seizures, and the generator was reportedly not at end of service. The meaning of "generator failure" is unclear at this time. Attempts for add'l info from the pt's neurologist and surgeon have been unsuccessful to date. Product analysis on the generator has not been completed thus far.